Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting a fracture could not be confirmed via x-ray and the physician questioned if the lead fracture was caused ¿during the patient¿s period of active growth.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead was possibly fractured. Intervention is planned to take place within one month and will be dependent on the patient¿s activity level. The lead remains in use and no patient complications have been reported as a result of this event.